Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a blood backup. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The blood did not go past the pneumatic module assemble, the fse was able to replace the assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).